Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for planned device changeout procedure due to normal eri. During explant procedure, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was well post operation.